Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary smell of electric burning. The customer reported that they started to smell a burning, electric type of smell that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a burning smell had been reported from the aux station during restocking. The issue was isolated to drawer 7, where the latch solenoid had bound up the plunger, causing mechanical failure. The retractor band was also found damaged, and thermal damage was observed, likely due to the solenoid malfunction. A field service engineer replaced the latch solenoid, retractor band, and drawer controller. The drawer was tested using diagnostics and application tools and passed all tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary smell of electric burning. The customer reported that they started to smell a burning, electric type of smell that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary smell of electric burning. The customer reported that they started to smell a burning, electric type of smell that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a, g and c.